Event description:
The user facility reported that a portion of the guiding sheath became damaged during removal following a procedure. Follow-up communication confirmed that: during removal, the sheath "tore" and began to 'unravel'; the patient had a graft in place "which may have led to tighter passageway" and the sheath "may have caught on the graft while being removed"; the procedure was confirmed to have been completed successfully; and there was no reported impact to the patient.

Manufacturer narrative:
Results - based upon evaluation of returned sample and user facility information; based upon testing of reserve samples conclusions - based upon evaluation of returned sample and user facility information; based upon testing of reserve samples evaluation of undamaged sections of the returned sample the involved device was returned and evaluated. Examination confirmed: the plastic sheath had been stretched prior to being torn; both the inner and outer layers of the sheath were separated, exposing the coil wire; and the coil wire had been stretched, also, but remained intact. Thorough visual examination and physical testing of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of any abnormalities or defects and performance specifications were met. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the return sample are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against significant resistance. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).